Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported patient ipg reached end of life as the patient used high amplitude dosage. As such patient underwent surgical intervention, where the ipg was replaced on (B)(6) 2024 and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.